Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site had issues importing patient data. It was reported that the exams are found into electronic picture archiving and communication systems (pacs) and the exam transferred as expected, however the patient would not appear in the patient list. Additionally, after multiple attempts, exiting and relaunching the application software, the patient profile appeared with the exams. It was noted that the issue was observed on two datasets. There was no patient present when this issue was identified.